Manufacturer narrative:
Qn#(B)(4). UDI#: UDI number is unavailable due to no lot number being available.

Event description:
"It was reported that "when switched on and when connected to the mains, the pump signals: battery operation alarm". This issue was found during incoming inspection. No patient involvement reported.

Manufacturer narrative:
Qn # (B)(4). UDI#: UDI number is unavailable due to no lot number being available. The reported complaint of "when connected to the mains, the pump signals: battery operation alarm" is not able to be confirmed. The product was not returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
"It was reported that "when switched on and when connected to the mains, the pump signals: battery operation alarm". This issue was found during incoming inspection. No patient involvement reported.